Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced insufficient blood flow through device. The following information was provided by the initial reporter. The customer stated: the patient needed to draw blood gas for analysis. When the nurse used the arterial blood collection device, he found that the negative pressure was not enough to achieve the required blood volume. After communicating with the patient and explaining, the blood collection device was replaced, and no adverse reactions were caused.